Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was since today the pt has felt "shocking where they can feel it" (it was understood that they felt shocking from their implant). Caller mentioned that the pt had groups a, b, and c programmed.